Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The stent was returned in a deployed state. (It was pushed out after the procedure by operator on purpose). The stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be intact. The stent introducer sheath was not returned for analysis. A functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the stent was delivered to the lesion and then the stent was deployed but the stent could not expand. The operator deployed the stent outside the patient's body on purpose because the subject stent is not re-sheathable. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the device was returned in a deployed state. The stent delivery wire was found to be kinked/bent. The stent was observed to be intact, and the stent introducer sheath was not returned for analysis. The functional inspection to test the reported event ¿stent failed/unable to open¿ could not be performed as the stent was returned in a deployed state. The reported event ¿stent failed/unable to open¿ could not be duplicated; however, the analysis results are consistent with the reported event and will be assigned a probable cause of procedural factors. The analyzed event ¿sdw kinked/bent¿ will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during one aneurysm embolization procedure, the operator used a microcatheter to deliver the subject stent to the lesion. Next, the operator deployed the subject stent, however, it could not expand at it's tip. The subject stent was recaptured back into the microcatheter and was removed from the patient's anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.